Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information added that patient alleged minor headaches, sinus problems and sleeping prblems. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was performed by the manufacturer.the manufacturer found unknown dust contaminant on top of the blower box, on the bottom enclosure, and on the blower, evidence of liquid ingress on the blower, and on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of dust contaminant in the water tank, an unknown dust/debris contaminant on the bottom enclosure, rear panel, and on the heater plate. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed evidence of dust contaminant on top of the blower box, on the bottom enclosure, and on the blower along with evidence of liquid ingress on the blower, and on the blower box.